Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor data was successfully extracted using approved software. A watermark was observed at the base of the tail, indicating that the sensor was properly inserted. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the sensor's pcba (printed circuit board assembly) and no issues were observed. Performed an smu (source measurement unit) test using a connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality (smu) testing indicates that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. Extended investigation has also been performed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 53 mg/dl, 275 mg/dl, 64 mg/dl, 308 mg/dl, and 53 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.